Event description:
Reportedly, the instrument cut, but did not staple. Anastomosis was not complete, laparotomy was performed, and a longer hospitalization for pt. Another instrument of a different lot number was used and worked correctly.